Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a deformation, wear abrasion, and fold creases. A weight test of the device was performed and verified the device was within specification. Clouds were observed in the gel after the autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related with the manufacturing. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was capsular contracture, baker grade iii and suspicion of rupture.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device has been explanted.